Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found part of the black rod insulation was damaged and missing. The missing rod insulation was returned. The reported conditions were confirmed. The investigation found damages to the rod insulation in two places. The insulation was partially scraped off on one of the location, and the other location the insulation was missing. The damage to the rod insulation likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic colectomy, two pieces of insulation fell into the patient. In closer observation, one piece fell off (and was retrieved and provided with defective product) and the other piece looked like it was peeled back. The customer was locating the 5 mm trocars that were used in the procedure as it may have been the cause for the insulation to peel. The disengaged part was retrieved from the patient's cavity using graspers. A new hand instrument was opened, with no issues. X-ray was done only because another portion of a laparoscopic instrument that had broken off was being searched, but no additional insulation pieces appeared on the x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic colectomy, two pieces of insulation fell into the patient. In closer observation, one piece fell off (and was retrieved and provided with defective product) and the other piece looked like it was peeled back. The customer was locating the trocars that were used in the procedure as it may have been the cause for the insulation to peel. The disengaged part was retrieved from the patient's cavity using graspers. A new hand instrument was opened, with no issues. X-ray was done because another item was being searched, but no additional insulation pieces appeared on the x-ray.